Event description:
Procedure type: lung resection.according to the reporter:during the procedure of removal of pulmonary nodule (the lung was normal and with no excessive thickness) the second load was properly connected to the stapler and close, cut but the staples did not close. There was an important bleeding that motivated the conversion to an open procedure because of lack of material. There was bleeding in excess but it was not over than 500 cc. It was not necessary to perform a blood transfusion. The surgical time was extended by 1 hour and a half due the conversion to an open procedure. The event did not prolong the hospital stay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four endo gia* universal roticulator* 60-3.5 single use loading units opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridges revealed that each loading unit was fully fired. The anvils of the first, third, and fourth loading units were bowed and the knife bar assembly of each loading unit was buckled. Additionally, the second and third loading units had damage to the cutting edge of the knife blade noted during microscopic inspection. Each loading unit was loaded into a post market vigilance instrument for functional testing. The anvils of the loading units could not be closed completely on the initial clamping stroke due to the deformed anvil clamping mechanisms. Each loading unit was cycled without hesitation or binding after overriding the interlock. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the damaged sulus and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife-bar assembly may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. 2. Always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. No product enhancements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.